Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for daughter via phone call for low blood glucose. Blood glucose was 51 mg/dl. Customer stated that she had to manually turn the pump off; has been experiencing this issue all weekend. Customer reports suspend did not last longer than 2 hours. Customer decline troubleshoot for low blood glucose. Customer reported that they have contacted their healthcare professional for low blood glucose and they are monitoring closely. The insulin pump will not be returned for analysis.